Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via email low blood glucose levels. Customer's blood glucose level was unknown. Customer passed out at work due to low blood glucose levels. Customer's coworkers did not know how to disconnect the insulin pump from the patient and stop insulin delivery. Customer advised they changed out their infusion sets and sensors. Customer declined to speak to the 24 hour helpline and advised they would call later.